Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 1.1 was jammed and could not be opened; recovery was attempted but unsuccessful, and the issue persisted despite rebooting the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed and could not be opened. A field service engineer verified the issue within the medication application, powered down the station, and removed the back panel for inspection. A broken spring on the solenoid assembly was identified as the root cause and replaced the spring, restarted the device, and successfully completed functionality testing using the hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.